Event description:
It was reported the surgeon used the fecal management system (fms), 'within an ileostomy'. Although the physician reportedly acknowledged the device was used off-label, it was determined to be "the best [therapeutic], alternative for the patient". The patient was allegedly in the hospital and was "under professional supervision" during the off-label use of the fms device. No patient complications were reported.

Manufacturer narrative:
Additional review of the file revealed an incorrect brand name was submitted on the original report. The brand name has been updated accordingly. Please note, contact office was also updated. No lot number or product evaluation sample was available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation was closed on june 03, 2015, and will be monitored through our post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional review of the file revealed an incorrect brand name was submitted on the original report. The brand name has been updated accordingly. Please note, contact office was also updated. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on december 22, 2015. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction due to misuse of the device. No further information was available at the time of the report. There were no reports of the patient being harmed as a result of this event. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted.